Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was in the hospital with high blood glucose over 1000mg/dl, and the insulin pump is not functioning. The caller stated that her blood glucose was not dropping even with insulin drips and she has been transferred to the intensive care unit. Troubleshooting was declined as customer did not feel comfortable with the device and requested a replacement. No further information was provided.